Event description:
Customer's daughter reported an incident of hyperglycemia requiring hospitalization at a time when she was unable to use the advantage system due to no power. Daughter has since changed the battery in the meter and it turns on correctly. A request was made for the return of the system and a replacement was sent.